Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Event description:
It was reported that left hip revision surgery was performed due to elevated ion levels.